Manufacturer narrative:
H11: through follow-up communication, livanova learned that: positive contamination results are related to samples taken after the disinfection procedures, no other surface was tested, disposable gloves are used solely for heater cooler 3t devices during cleaning, the device is cleaned regularly as per instructions for use, the hospital does not use patient reusable blankets, h2o2 is added when the water in the tanks is changed (each 7 days), a disposable pall-aquasafe water filter with 0.2 membrane is used for tap water but the replacement frequency is unclear, prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits are disinfected, the 3t aerosol collection set is replaced after allowed use period (7 days), the device is placed inside the operation theater during use at approximately over three (3) meters distance from the operating field. In addition, it was learned that: water quality monitoring is applied and h2o2 is checked, but with a frequency of once or twice per week, the device is stored full of water when not in use and h2o2 is not checked daily even during days of non-use, as per device instructions for use, the h2o2 level must be checked daily: if this is not applied, the device must be drained. This is not in accordance with device instruction for use and this deviation may have led/contributed to the reported contamination.

Event description:
See initial report.

Manufacturer narrative:
According to follow up with customertested positive for bacteria (m. Chimaera) following routine screening (biannual). Accorind to customer evaluation, possible consequences for patients is 0.1% to 0.5% risk of transmission to patients and possible consequences are the development of subacute or chronic endocarditis a few months or years later. According to customer 40 children affected by the recall. Device removed immediately upon finding a positive test. Loan device was made avaialable. A device service history review was perfomed and identified that no similar events were reported for the unit since its installation in 2016. Based on collected evidence, it is reasonable to conclude that the cleaning and disinfection protocol previously described is still adopted by customer and that observed deviation from IFU's may have led/contributed to the reported contamination. No other action is deemed necessary. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred canada. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated by nmt. There is no patient involvement. Laboratory report was provided. Sampling date was (B)(6) 2024.